Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module are and on the external of the cassette. The patient thought the cycler had not been draining so the patient kept bypassing but she was bypassing the dwells. The patient was advised to stop bypassing the dwells as the cycler will move forward on its own. Upon follow up, the pdrn stated the patient called into the clinic to report the fluid leak. The patient was told to complete three manual exchanges. The pdrn reviewed the patient¿s treatment reports and noted that the patient has been completing treatments on the cycler without issue and has not called in to report anything further. Stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module are and on the external of the cassette. The patient thought the cycler had not been draining so the patient kept bypassing but she was bypassing the dwells. The patient was advised to stop bypassing the dwells as the cycler will move forward on its own. Upon follow up, the pdrn stated the patient called into the clinic to report the fluid leak. The patient was told to complete three manual exchanges. The pdrn reviewed the patient¿s treatment reports and noted that the patient has been completing treatments on the cycler without issue and has not called in to report anything further. Stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction provided in b5.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module are and on the external of the cassette. The patient thought the cycler had not been draining so the patient kept bypassing but she was bypassing the dwells. The patient was advised to stop bypassing the dwells as the cycler will move forward on its own. Upon follow up, the pdrn stated the patient called into the clinic to report the fluid leak. The patient was told to complete three manual exchanges. The pdrn reviewed the patient¿s treatment reports and noted that the patient has been completing treatments on the cycler without issue and has not called in to report anything further. Stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.